Event description:
The customer reported to customer service that, in the past few weeks, the pump had not been emptying her breast of milk as well as it had in the past and that she had been having issues with "plugged ducts."

Manufacturer narrative:
Customer service provided the customer with troubleshooting guidance, direction to contact a lactation consultant for proper breast shield sizing, and sent replacement tubing, valves, and membranes. In f/u with the customer on (B)(6) 2012, she indicated that, in the last month, she had noticed a noise like air leaking around the tubing connection to the pump. During this past month, she had also had issues with clogged ducts, which were "a combination of problems." She reported she had been diagnosed with mastitis, which was treated with dicloxacil, and then she and the baby developed thrush, which was treated with nystatin cream for her and an oral wash for the baby. The clogged ducts had begun just over a month ago and last for about 1-2 days before clearing. Customer had been clear for one week prior to her last clogged duct. A medela clinician contacted the customer on (B)(6) 2012 and obtained additional info that clarified the sequence of events. Per the additional info provided, the customer's clogged ducts had progressed to mastitis, which was treated with antibiotics. Customer subsequently developed a yeast infection, requiring treatment for herself and her baby. Customer confirmed both she and the baby were both recovered. The clinician provided guidance regarding breast shield sizing for comfort and efficiency, maximum comfort settings info, and over-the-counter remedies for prevention and treatment of clogged ducts. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Though the product was not returned for eval, it cannot be definitively concluded that the pumps caused or contributed to the mastitis. We will monitor complaints for similar issues.